Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited an end of life (eol) battery status indicator during a routine device interrogation. In addition, charge time fault appeared. Discussions with the patient identified that he had undergone an MRI one month prior. A guidant technical services (ts) consultant discussed performing two manual capacitor reforms. This action was performed, and the device recovered to mol1. There have been no reported symptoms associated with this clinical observation.